Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient was hospitalized with pneumonia and sepsis. Patient has a gastrostomy tube placed indefinitely and was diagnosed with an over-active bladder. Nevro attempted to obtain additional information regarding the event; however, the information could not be obtained.